Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: user are reporting urine leaks with several catheters from the same lot#. While the users were changing the catheters, the balloons were deflated. They had been inflated with 10cc as required per IFU.

Event description:
Issue reported: user are reporting urine leaks with several catheters from the same lot#. While the users were changing the catheters, the balloons were deflated. They had been inflated with 10cc as required per IFU.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released meeting specifications. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.